Event description:
The patient visited treating facility for a follow-up visit after hospitalist discussion regarding penile pain since convective radio frequency water vapor thermal therapy procedure. The patient reported that the penile pain was severe, incapacitated, intermittent and has required multiple hospitalizations. Cystoscope performed showed no stricture. The patient was prescribed ibuprofen around the clock, uribel twice a day and tramadol for the night. Follow-up visit approximately 20 days post reported penile pain symptoms visit, the patient is no longer on nsaids and the pain is mostly resolved. The patient remains on uribel four times a day.